Manufacturer narrative:
At this time, the product has not yet been returned. An extended investigation has been performed for the reported complaint and determined that there was no indication that the product did not meet specifications. Dhrs (device history review) for the libre sensor and libre sensor kits and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported a lo (less than 40 mg/dl) while wearing the adc freestyle libre sensor. On (B)(6) 2020, the customer experienced vomiting and delusions and subsequently lost consciousness and was admitted to the intensive care and treated with intravenous fluids, IV nutrition with sugars, and injections of tecsidera, humalog insulin, and novolog insulin injections for a blood glucose test of 1400mg/dl obtained on the hcp meter. There was no report of death or permanent injury associated with this event.